Event description:
Report received from an international affiliate of a leak of a chemotherapeutic agent. The infusion was connected to the middle clave port of a primary piggyback IV set. It was noted that the chemotherapy agent leaked from the middle clave port of the piggyback set. It was reported that the nurse was exposed to the chemotherapy agent. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. The lot number was not identified; therefore, a batch record review could not be performed. The international affiliate was contacted and information on reprocessing of the device was requested. No response has been received.